Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for approximately 8 of the 14-day prescribed wear period. It is unknown whether intravenous antibiotics were administered to treat the mrsa or pneumonia. The patient has a history of reaction to medical adhesive and sensitive skin. Irhythm followed up with the patient¿s family and was informed that the patient¿s respiratory distress was due to the pneumonia and that the zio at was misplaced at the hospital after removal. The cause of the reported event cannot be determined; however, the patient¿s preexisting allergies and history of mrsa cannot be ruled out as a contributory factor. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the hospital with a skin irritation and signs of a secondary infection, allegedly caused by the zio at. The patient had developed an oozing open wound and signs of respiratory distress. Upon examination, the patient was diagnosed with mrsa and pneumonia. The device was removed, and the patient was treated with intravenous antibiotics, antibiotic ointment, and petroleum. Irhythm followed up with the patient¿s family and learned that the patient remains hospitalized for the pneumonia and often experiences mrsa infections.